Event description:
An acumed dorsal radius locking plate, standard right, was implanted into a patient. At an unknown time the plate broke and required a revision surgery to remove and replace with another bone plate.

Manufacturer narrative:
Additional narrative: a visual examination of the returned plate was performed under magnification. Only the most proximal locking screw was sent back with the plate. The screw was stripped and to remove the portion of the plate with the screw it appears the plate was cut across the compression slot and a pliers were used to rotate the proximal end of the plate and the stripped screw out of the bone. The plate broke at next locking screw hole. The break appears brittle in nature without any smoothing of the broken edges that may occur over time if the broken ends were rubbing against each other. Furthermore, it is difficult to determine the exact mode of failure without additional information. Based on the information available, no definitive conclusion regarding how the plate broke can be drawn.